Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a console and an angiojet catheter were used in a thrombectomy procedure. During the procedure, the unit was giving a check saline supply error message. A drawer replacement was required. The procedure was cancelled. No patient complications were reported.